Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature published date : april 8 2017. This report is for three (3) 7.3mm self-tapping partially threaded (length 32 mm) steel cannulated screws (part # unknown, lot # unknown). Unknown part number, UDI unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: filipov, orlin, stofell, karl, gueorguiev, boyko, sommer, christoph (april 8, 2017). Femoral neck fracture osteosynthesis by the biplane double-supported screwfixation method (bdsf) reduces the risk of fixation failure: clinical outcomes in 207 patients. Archive of orthopaedic and trauma surgery volume 137, pages 779-788 (switzerland). The purpose of this article was to evaluate the clinical outcomes from the first 5-year period of biplane double-supported screw fixation (bdsf) clinical application method for femoral neck fracture fixation. The subjects of this study were 207 patients with displaced garden iii-IV femoral neck fractures treated with bdsf in the 5-year period (2008-2012). The subjected patients comprised 42 males (age range 49-99) and 165 females (age range 39-93). In the bdsf procedures, three 7.3-mm self-tapping partially threaded (length 32mm) steel cannulated screws were used. (B)(4). This report is for three 7.3mm self-tapping partially threaded (length 32 mm) steel cannulated screws (part # unknown, lot # uknown) involving one (B)(6) male with a case of non-iatrogenic subtrochanteric fracture.